Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089535; mw5089536. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for explant: pain.

Event description:
Patient reported via regulatory agency "breast pain", "implant folded", and "mispositioned/displaced." Patient also reported via regulatory agency "widespread and migratory pain, myofascial pain syndrome, chronic pain, muscle pain, chest pain, axillary pain, acute abdominal pain, chronic neck pain, fatigue, depression, nausea, migraine aura, headaches, migraine, irregular heartbeat, cfs, inflammation, raynaud's phenomenon, vaginal yeast infections, low grade fevers, allergic response, ibs, gad, lichen sclerosis, gerd, livedo reticularis, reactive hypoglycemia, fms, mps, bppv, sob, gilberts, mental exhaustion, chronic illness, debilitation, anxiety, kidney stones, tinnitus, metatarsalgia, cervical herniated disc, ptsd, sleep disorder, chronic dry eye, muscle spasms, hair loss, photosensitivity, sensitive to sound, cognitive dysfunction, weight loss, decrease appetite, urinary frequency, vertigo, heat and cold intolerance, paresthesia¿s, slow gi motility, vomiting, dysplasia, chronic sinusitis, low libido, bladder irritation, rosacea, dry skin, insomnia, night sweats, balance problems, sore throat, mouth sores, panic attacks, irritable mood, low blood platelet, wbc, and rbcs, occipital neuralgia, elevated folate, inflamed squamous and gastric complete, reflux, mild lymphangiectasia, dysphasia, atonic colon"; these events are not device related. Device has been explanted. This record is for the right side.